Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿periprosthetic fractures in total hip arthroplasty: an epidemiologic study¿ by roope sarvilinna, et al, published by international orthopaedics (2003), vol. 27, pp. 359-361, was reviewed. In this article, the authors utilized the data base for the finnish arthroplasty register to evaluate the incidence of periprosthetic fractures for the most popular brands of thas implanted between 1990-1993. Of the tha systems studied, 1050 were depuy elite plus systems. The remaining thas studied were manufactured by competitors. Implanted products; 1050 total depuy elite plus tha including polyethylene cup, head, and stems were implanted in the study period. There were cemented and uncemented cups. The manufacturer of the cement was unknown. Results: of 1050 thas implanted, there were 65 revisions. 12 revisions for loosening of the acetabular and femoral components. 3 revisions for loosening of the acetabular component only. 40 revisions for loosening of the femoral component only. 6 revisions for infection. 1 revision for dislocation. 3 revisions for misposition of the stem. The authors retrieved the revision information from the finnish arthroplasty registry. There was no patient information provided within the text. The revisions surgeries for competitor products is excluded from this complaint. This complaint captures the revision surgeries attributed to the elite plus total hip system including a polyethylene cup, femoral head, and stem."